Event description:
It was reported before using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, contamination described as "white powder" was observed at the bottom of an unspecified number of tubes. There were no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for eval- yes. D9. Returned to manufacturer on: 08-apr-2025. H3. Device eval by manufacturer- yes. Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 4144103 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and one other complaint has been taken on this batch. 2 photos were provided by the customer. Both photos show a vial with contaminant settled at the bottom of the vial. The batch information can be verified in this photo. 17 unused tubes, from batch 4144103, were returned in a zip lock bag wrapped in bubble wrap in a box. 9 out of the 17 tubes had white particles in the bottom of the tubes. There were no retentions available for this investigation. This complaint can be confirmed for contamination. No complaint trends for this defect have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination.

Event description:
It was reported before using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, contamination described as "white powder" was observed at the bottom of an unspecified number of tubes. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.